Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Multiple supply changes were performed to address the occlusion alarms. The customer's blood glucose (bg) level was in the 260's mg/dl range. The customer attempted to deliver boluses to address the bg level but occlusion alarms continued to occur leading the customer to deliver a manual injection resulting in a low bg level of 49mg/dl. Carbohydrates were consumed to address the bg level. Tandem technical support educated the customer in regards to occlusion alarms.